Event description:
Totally crippled and was not able to walk [unable to walk] swelling [swelling]. Case narrative: this case is linked to 2022sa014370 (multiple device; same patient). Initial information received on (B)(6) 2022 regarding a solicited valid serious case received from a consumer/non-healthcare professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6). Study title: patient support program involving synvisc one. This case involves elderly male patient who experienced swelling and totally crippled and was not able to walk while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were unknown. On an unknown date, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection at 48 mg/6 ml strength and at a dose of 6 ml (with an unknown batch number and expiry date). Reportedly, the patient had a bad reaction, did not recall the injection date but did say it was years ago, had extreme swelling (swelling; start date and latency unknown), totally crippled and was not able to walk (gait inability; seriousness criteria: disability). It was mentioned that prior to the synvisc-one injections he received synvisc injections with no problems. Once receiving the synvisc-one injections he was not able to receive synvisc without a reaction. Action taken: not applicable it was not reported if the patient received a corrective treatment for the events (swelling, totally crippled and was not able to walk). At time of reporting, the outcome was unknown for the event swelling, unknown for the event totally crippled and was not able to walk. Reporter causality: not reported. Company causality: reportable. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc-one (lot/batch number: unknown) with global ptc number: 100191054 the sample status of the ptc was not available the final investigation was completed on (B)(6) 2022 with summarized conclusion as no assessment possible. Additional information was received on 14-jan-2022 from quality department: suspect updated to synvisc-one and strength added. Ptc added. Text amended. Based on information previously received, the event of bad reaction was deleted. Case upgraded to serious from non-serious. Event linking updated for totally crippled and was not able to walk. Text amended accordingly. Based on the information previously received, the company causality was updated to reportable for both the events.